Event description:
It was reported that a cartridge alarm occurred. There was no adverse impact on their blood glucose level. The customer had already loaded a new cartridge and successfully resumed insulin.